Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely caused by bending section leakage during user handling, resulting in the ingress of water into the scope connector and electronic component failure. The event can be detected/prevented by following the instructions for use section below: -inspection of the endoscopic image ¿-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the device¿s plug unit had a corrosion and the plug unit was damaged. After testing the device with a tester plug unit, the image appeared. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no image and pixels were all over the screen. The issue was found during preparation for use in a therapeutic procedure. There were no reports of patient or user harm associated with this event.